Manufacturer narrative:
Company representative evaluated the system and added the patient to system's channel at the work station. Communication was reestablished.

Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepack. No patient injury was reported.